Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: a promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 28 mm promus element plus drug eluting stent was advanced for treatment. However, the device was unable to be delivered and it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 28 mm promus element plus drug eluting stent was advanced for treatment. However, the device was unable to be delivered and it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported. The patient status was stable.